Event description:
It was reported bd q-syte luer access split septum was discolored. The following information was provided by the initial reporter: "the customer reported about discoloration of q-syte...".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-mar-2022. H.6. Investigation: a joint atom and bd investigation was performed for the reported issue of cosmetic issues - discolored. Atom received a sample for investigation and performed a visual inspection of the returned sample. Upon review of the sample the reported issue was confirmed. During the examination it was noted that the sample provided was composed of parts that were produced more than five years ago. The production molds and inventories of these parts with the specified specifications were discarded due to changes in manufacturing specifications. It is more than likely that the discoloration observed on the sample is a result of aging, and the product is more than likely has exceeded its expiration date. There is also a possibility that a chemical solution could have caused the discoloration. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h.10.

Event description:
It was reported bd q-syte luer access split septum was discolored. The following information was provided by the initial reporter: "the customer reported about discoloration of q-syte..."